Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a low leak co2 rebreathing risk error code. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying a low leak co2 rebreathing risk error code. Prior to troubleshooting, the customer stated that the device does not display vt or ve parameters on screen. The customer has 0.25 test adapter in place, and the exhalation port at bottom of the device was clear. During troubleshooting, the rse advised the customer to run the device in normal ventilation mode; the device was displaying a "low leak co2 rebreathing risk" alarm. The rse informed the customer that the flow sensors were contaminated and needed to be replaced. The customer was provided with the part number for a replacement flow sensor assembly/gas delivery system (gds). Investigation is ongoing.